Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an engineering investigation. Review of the device data logs confirmed the reported system fault 101. The reported problem could not be replicated during evaluation. The device was calibrated to address the reported problem; no parts replaced. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement. There was no patient injury reported as a result of this incident.